Manufacturer narrative:
(B)(4)

Event description:
It was reported that decrease in rv sensing was observed during device check. Patient was not pacemaker dependent. Impedance was also low but was within normal range. The patient will be admitted to hospital for lead revision. Patient's condition was stable.